Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as indented, bruised, and has formed a scab on the back. The patient also reported being paralyzed and is always laying on the equipment. There was no alleged device malfunction contributing to the bruise. The patient¿s physician prescribed a cream for the bruise. Outcome of the irritation is unknown.